Event description:
It is reported that during revision surgery in 2008, the locking ring bent during implantation. Another shell was not available so they cemented a liner in place. Surgical procedure was extended an hour.

Manufacturer narrative:
Eval summary: the device history records indicates that the part was manufactured and inspected to specification. The locking ring might have been damaged during the impaction of the shell. No definitive cause analysis can be determined with certainty. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.